Manufacturer narrative:
The pump gave an alarm followed by an unexpected off no power alarm after battery installation due to poor/fractured solder joints on the interface board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, or self tests due to the off no power alarm. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that his insulin pump kept receiving spi to motor pic communication error alarms. The patient's blood glucose at the time of incident was 445 mg/dl. The patient did not indicate any symptoms of high blood glucose levels. The customer treated his high blood glucose with an insulin shot. Troubleshooting was initiated and the customer was able to rewind the insulin pump. The insulin pump has been returned for analysis and a replacement device was shipped to the customer.